Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture was observed on the right ventricular (rv) lead. There was also far-field r-wave oversensing leading to inappropriate automatic mode switch (ams). Diagnostic imaging revealed that the lead had dislodged, so it was explanted and replaced. The patient's condition was stable and there were no adverse consequences.